Event description:
Customer reported hospitalization due to high blood glucose. Customer was experiencing highs. The current blood glucose reading is 108 mg/dl. The blood glucose reading at the time of the event was 420 mg/dl. Customer was vomiting and blood glucose levels would not decrease. Diagnosed hyperglycemia. Customer was treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.